Manufacturer narrative:
(B)(4). Literature number: doi: 10.1097/md.0000000000002240.

Event description:
A published literature article for a human clinical study was reviewed. Publication type is an article. The study was from july 2009 to december 2013. All primary radio frequency ablation (rfa) were performed by a single endoscopist, using a halo360 system. In contrast, there was no procedural- related major adverse events in the rfa group, although 4 developed stenosis that needed a median of 5.5 sessions of dilations. This incident is specific to patient 1/4 who developed stenosis that needed a median of 5.5 sessions of dilatation. The halo360 system was used to do the initial ablation. At 1, 3 and 6 months after the procedure and every 6 months thereafter, the patients received follow up endoscopy with biopsy and image-enhancing modalities. If during the follow up, residual squamous intraepithelial neoplasms were detected during follow-up endoscopy, focal ablation with halo90 system was performed for residual high-grade dysplasia/mucosal cancer.

Manufacturer narrative:
(B)(4).